Event description:
It was reported that an alert was triggered due to high defibrillation impedance on the right ventricular (rv) lead. The impedance was also fluctuating. The alert threshold was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. Rv defibrillation impedance steady over trend history between 65 and 92 hours; week of (B)(6) 2015, impedance drifts up to 101 ohms. (B)(4).